Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient was complaining of increased pain. No environmental, external, or patient factors were reported to have caused this issue. The hcp ordered an MRI. The veterans affairs (va) MRI department refused to scan the patient, stating they did not have approval to scan pumps. The issue was not resolved. The patient was "alive - no injury." There were no further complications reported at this time. Additional information was received from a hcp via a manufacturer representative. The patient was receiving morphine (23mg/ml at 9. 5mg/day) and baclofen (150mcg/ml at 62mcg/day). It was reported that the patient had a dye study performed on (B)(6) 2018. The hcp was able to aspirate 3-4cc of cerebrospinal fluid (csf)/drug. The hcp was able to inject dye, however no dye was observed exiting the catheter or leaking prior to the catheter tip. The hcp referred the patient to neurosurgery for possible pump and catheter replacement. The hcp confirmed that the refill volumes had been accurate. The representative also confirmed the serial number of the affected device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that communication was pending for pump and catheter replacement and possible back surgery. There were no further complications reported at this time.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of no dye being observed exiting the catheter was not determined. There were no further complications reported at this time.